Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The bottom case gasket was noted to be falling apart. An error code was found in the event history log (ehl). After a power up process, audio and occlusion tests were performed, the customer reported issue of primary audible alarm could not be duplicated. No problem was found, and the adc counts were within specification. The root cause of the reported issue is unknown as no fault was found. No repair was needed for the reported problem since no fault was found. Performed a power up process, audio test, preventive maintenance and all functional tests which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test and audible alarm failure occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.